Manufacturer narrative:
Insulin pump passed displacement test and self test. Unable to download using carelink pro. Unable to determine the root cause, problem isolated to the pcb2. Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and stained keypad overlay.

Event description:
The customer reported via phone call that the customer tried to upload and getting upload failure. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.